Event description:
Description of the problem (what / why) - patient was probably discharged from the clinic with the irrigation tube, but only the bayonet connection was still in the cathter, the rest of the irrigation tube was off. Therefore, effusion leaked out of the valve all the time. Sr. Xxx had then used an emergency clamp on the spot. After the bayonet lock was off, the valve was tight again. The catheter could be used normally. How many times did the defect occur - once medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - bayonet lock removed. Photo / sample available - yes. Safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes impact on patient - valve was leaking. Contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - since (B)(6)2023. Where is the catheter located: in the abdomen or chest? - abdomen connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - sr. Kathi (nurse). Performed at - hospital additional information - none / not relevant provided lot number is 0001438243 invalid.

Manufacturer narrative:
Pr 7074592 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: (B)(4).

Event description:
Description of the problem (what / why) - patient was probably discharged from the clinic with the irrigation tube, but only the bayonet connection was still in the catheter, the rest of the irrigation tube was off. Therefore, effusion leaked out of the valve all the time. Sr. Xxx had then used an emergency clamp on the spot. After the bayonet lock was off, the valve was tight again. The catheter could be used normally. How many times did the defect occur - once medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes safety problem - no problem solved - yes how was the problem solved / additional information - bayonet lock removed. Photo / sample available - yes safety valve broken / damaged / defective - no indication / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no indication / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes impact on patient - valve was leaking contact with blood / body fluids - no indication / not applicable change in course of treatment due to event - no indication of this / not applicable. Time spent in catheter - since (B)(6) 2023. Where is the catheter located: in the abdomen or chest? - abdomen connected device (pleurx/peritx/brand) - 50-7050. Procedure performed by - dr. (B)(6). Performed at - hospital additional information - none / not relevant.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the tubing is missing from the drainage line; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001439243 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.